Event description:
A territory manager (tm) contacted zoll customer support while assisting a (B)(6) old female pt to report that her device is saying to add gel / replace belt. When a pt service rep (psr) visited the pt to replace the monitor, the psr reported difficulty downloading. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (add gel messages / difficulty downloading) has been confirmed. As received, the monitor case was separated and two white wire bundles were pulled from the end cap. The cause for the add gel messages is a disconnected white wire bundle which controls communication between the monitor and the belt connection. The cause for the difficulty downloading is a second disconnected white wire bundle that allows for communication to occur between the monitor and the modem. The disconnected white wire bundles are a result of the separated monitor case. The root cause of the separated case cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged case. The pt received a replacement monitor.